Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Insulin pump passed the delivery accuracy test at 0.08675 inches.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had under delivery. The blood glucose level was 250 mg/dl at the time of incident. The current blood glucose was 275 mg/dl. Customer treated with manual injection. Customer was assisted with troubleshooting. Customer state that there were no air bubbles. Customer was assisted with high pressure test and found that bubbles were in the tubing. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose. The device will return for the analysis.